Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that after canceling pd treatment a fluid leak was discovered. During drain 3 of 4 two air detected in cassette warnings were encountered. Technical services suggested to cancel treatment and when the patient removed the cassette there was fluid in the pump module of the cycler and fluid on the external part of the cassette. In a follow up, the patient verified there was no harm, adverse event, or intervention due to the leak event. The patient resumed using the cycler the next evening and has had no further issues since. The cycler set is available to return as a sample product.

Event description:
A peritoneal dialysis (pd) patient reported that after canceling pd treatment a fluid leak was discovered. During drain 3 of 4 two air detected in cassette warnings were encountered. Technical services suggested to cancel treatment and when the patient removed the cassette there was fluid in the pump module of the cycler and fluid on the external part of the cassette. In a follow up, the patient verified there was no harm, adverse event, or intervention due to the leak event. The patient resumed using the cycler the next evening and has had no further issues since. The cycler set is available to return as a sample product.

Manufacturer narrative:
H.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.